Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor stating that the device did not pass the operational test. During the evaluation, bench engineer determined that the device did not pass the operational test due to a defective capacitor. Hence the capacitor was replaced to resolve the issue. After that the device was returned to full functionality.